Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. UDI#: (B)(4).

Event description:
A consumer reported the caps are popping off or underfilling on bd vacutainer® plus plastic pst tubes during/post use. There was no report of injury or medical intervention.